Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: surgical intervention, bilateral pseudoptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery with a mentor smooth round moderate profile 325cc on the left breast implant and with unspecified saline mentor breast implant and experienced capsular contracture baker grade iii on the left breast implant. The patient experienced bilateral pseudoptosis. The left breast implant was intact but seems to be slightly sagging. As a result, the patient had undergone removal and replacement only of the left implant with mentor smooth round moderate profile 325cc on (B)(6) 2019. The right implant was not removed. The patient had undergone bilateral reverse mastopexy. This medwatch is for the right breast implant.